Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2012. According to the complainant, during the procedure when the physician attempted to insert the jagwire into a cannula it was noted that the tip of the guidewire detached from the body coating. There was a gap at the flare between the hydrophilic tip and ptfe coating, but no part of the guidewire detached into the patient. The procedure was completed with another jagwire with no patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
(B)(4) for the reported event of tip detachment. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that there was a detachment between the pebax tip and flare section. Additionally, the tip of the corewire was exposed, but there was no fracture evidence noted. The ptfe coating was also found to have peeled and accordioned, but the diameter of the guide was found to be with specifications. It is possible that unstated procedure and possibly clinical factors may have contributed to the damages found, including but not limited to interaction with other devices (cannula - non boston scientific) and handling of the device. Therefore, "operational context" is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. A similar complaint trend review revealed no other complaints reported for lot number 14411642.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2012. According to the complainant, during the procedure when the physician attempted to insert the jagwire into a cannula it was noted that the tip of the guidewire detached from the body coating. There was a gap at the flare between the hydrophilic tip and ptfe coating, but no part of the guidewire detached into the patient. The procedure was completed with another jagwire with no patient complications. The patient's condition has been described as stable.